Manufacturer narrative:
The insulin pump was received with missing segment partial display due to cracked and bleeding lcd glass. No blinking off and or on display or blank display noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that a customer has physical damage and a blank display screen on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.